Event description:
The device was removed from the pt and replaced due to fluid loss-cylinder leak. One cylinder found discolored, probable cause of fluid loss. Suspect needle scratch or puncture. Puncture site is noted midline consistent with needle stick during original implant procedure. Add'l lot /ser no: bm445 001.